Manufacturer narrative:
Device evaluated by manufacturer: after visual inspection before decontamination process, device is stuck inside a catheter and presents the distal tip elongated and bent. The visual inspection was performed and the device presents: the wire is stuck in to the balloon. In order to performed the product analysis the wire and the balloon were cut in the distal section of the device. The balloon was removed and the proximal section is kinked at 101.5cm and 113cm from the proximal end and the distal end is kinked at 0.3cm from the distal tip and has blood stuck in the distal tip. Dimensional inspection: all measurements taken are acorrding to specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-07553. It was reported that during a percutaneous coronary intervention treatment procedure the balloon stuck on the wire. The details of the lesion are unknown. The apex otw 12mm x 2.50mm became stuck on the mailman 300cm guidewire and they had to pull the entire system out. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR#: 2134265-2012-07553. It was reported that during a percutaneous coronary intervention treatment procedure the balloon stuck on the wire. The details of the lesion are unknown. The apex otw 12mm x 2.50mm became stuck on the mailman 300cm guidewire and they had to pull the entire system out. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).